Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately 40mm from the distal tip. A piece measuring proximately 2.64mm x 1.62mm was not returned with the instrument. The proximal clevis adjacent to this broken main tube show scratch marks and was found dislodged. The instrument was returned with the mounted reducer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that forceps of maryland bipolar forceps instrument were misaligned during procedure, and it was unable to remove from reducer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no instrument fragments fell into the patient. The surgery proceeded without further incident.